Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, the patient developed slight oozing at the impella cp access site. Manual pressure was held for five minutes and the previously deployed perclose sutures were tightened without issue. It was noted that patient had a right bundle branch block prior to start of the case. The physician pulled the impella back closer to aortic valve and complete heart block resolved temporarily but patient became bradycardic. Native rhythm did not return. The physician was positive that the patient rhythm would return if given enough time and patient was very stable on temporary pacer, so decision was made to put temporary pacer in place and remove impella. Impella was removed without issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event (access site bleeding) are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.